Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading issue with the adc freestyle libre sensor. The customer reported a reading of 'lo' (< 40 mg/dl), and self-treated with unspecified dose of glucose tablets. The customer subsequently experienced symptoms of nausea, dizziness, and sweating, and was taken to the hospital. The customer was diagnosed with hyperglycemia and treated with insulin (dose/type unknown), unspecified IV, and anxiety medication. There was no report of death or permanent injury associated with this event.